Event description:
Reportedly, during suturing, the needle within the device either broke or disengaged. The needle was unable to be retrieve and an x-ray was taken to locate the needle within the muscle of the diaphragm. It was not determined if the device failed or if it was due to operator/procedure error. Procedure type: unk.